Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 57059ud00. Ticket trending review did not identify any trends regarding commonalities for lot number 57059ud00 and issue. Device history review did not identify any non-conformances, potential non-conformances, or deviations with lot 57059ud00. In-house accuracy testing of lot 57059ud01 (lot contains the same bulk material as lot 57059ud00) was completed using panels which mimic patient samples. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Of the 3 re-tests provided for the same sample, only 1 generated an aberrant negative result (cause unknown), while the 2 others generated positive results equivalent to the initial test. Based on the investigation the alinity I total b-hcg reagent lot 57059ud00 is performing as intended, no systemic issue or deficiency of the alinity I syphilis tp reagent was identified.

Event description:
The customer observed a false negative alinity I total b-hcg result during repeat testing of one sample. The following data was provided: on (B)(6) 2024 ,sid (B)(6), initial result (B)(6) = 1826.17 miu/ml, repeat = 2259.062 miu/ml (instrument reported this result as <7000.00 miu/ml). The sample was repeated on another instrument (B)(6) = 2213.328 (instrument reported this result as <7000.00 miu/ml), <1.85 miu/ml, and 1979.04 miu/ml. The customer is questioning the result of <1.85 miu/ml generated on (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative alinity I total b-hcg result during repeat testing of one sample. The following data was provided: (B)(6) 2024 sid (B)(6) initial result ((B)(6)) = 1826.17 miu/ml, repeat = 2259.062 miu/ml (instrument reported this result as <7000.00 miu/ml) the sample was repeated on another instrument ((B)(6)) = 2213.328 (instrument reported this result as <7000.00 miu/ml), <1.85 miu/ml, and 1979.04 miu/ml the customer is questioning the result of <1.85 miu/ml generated on (B)(6). No impact to patient management was reported.